Manufacturer narrative:
The reported multi-fix s-ultra 5.5mm knotless anchor device intended for use in treatment, was not returned for evaluation. From the information provided, ¿after deployment of the anchor the surgeon found that the anchor is not holding properly, when he tried to tighten the anchor, it got dislodged from its place.¿ a relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device. Factors unrelated to the design of the device that could lead to this type of incident are: tissue thickness. Misalignment of inserter handle. Excessive force. Over tensioning the suture. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after deployment of the anchor the surgeon found that the anchor is not holding properly, when he tried to tighten the anchor, it got dislodged from its place. An additional bone hole was required to insert.